Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received, a follow-up report will be submitted.

Event description:
The patient had a superdimension procedure on (B)(6) 2015. On (B)(6) 2016, the site reported that the patient was on home hospice care and died on (B)(6) 2016 due to cardiopulmonary arrest. The site reported that the death was not related to the enb device or enb procedure. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.